Event description:
The patient reported her insulin infusion device was displaying a "77" (electronic error) alert. She stated she has had the batteries in for longer than 2 weeks. The patient was aware of the recall and has corrected batteries, but is not sure if she is using the corrected batteries. She stated she would change batteries as soon as she got home. On follow up, the patient stated she has had no further issues after changing the batteries. The patient was advised to only use corrected batteries. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.